Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels and the pod leaking during wear, patient was unsure if cannula had properly inserted in the infusion site (back). As treatment, a manual injection was delivered and a new pod was applied.

Manufacturer narrative:
No damages capable or preventing the proper insertion of the cannula were observed. The cause of this event could not be determined. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed.